Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 823 mg/dl, and vomiting with an unknown cause. Subsequently, the customer was admitted to the hospital. Tandem technical support attempted to follow up with the customer; however, no response was received. No additional information available regarding the reported issue.